Manufacturer narrative:
Representative samples were examined for visual defects and none was found; these packets were opened and the needles were attached to the sutures. According the sample condition, no suture breakage was observed and the representative samples met the requirements.

Manufacturer narrative:
This medwatch captures event related to case 3. Medwatch for additional patient events will be submitted separately. Additional information was requested and the following was obtained: can you provide the below information for each patient events? What date was each initial procedure? Case 3: (B)(6) 2016. What was the name of each procedure? Case 3: phaco/revision of trabeculectomy with mmc. What tissue was vicryl suture used on? All cases: conjunctiva. What was the condition of the tissue (healthy, diseased)? All cases : previously operated tissue. How was the suture placed (interrupted or continuous)? Case 3: continuous. Was there any patient event prior to symptoms (coughing, falling, moving)? No event that was reported to the physician for either case. What was used to re-suture the incision? Case 3: 8-0 vicryl used for re-suture. What is the surgeon opinion as to the potential contributing factors of the wound opening and suture breakage post op? ¿because I have used this suture many times in the past for the same operation, I feel it is a suture strength problem.¿ what is the patient age, weight, gender and other medical conditions? Case 3: (B)(6) year old male with h/o glaucoma and cataracts with a bmi of (B)(6) weighing (B)(6). What is the current condition of the patient? In each case the patient has done well. However, in case 3 it required reoperation to close the dehisced wound. Many extra postoperative visits were required.

Manufacturer narrative:
(B)(4) date sent to the FDA: 01/06/2017. (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the suture placed; interrupted or continuous? Asku. What is the surgeon¿s opinion as to the contributing factors to the symptoms? Asku. Was there any patient event prior to symptoms (coughing, falling, moving)? Asku. Can you describe the appearance of the suture during the second procedure? Asku. Was the suture broken in the middle? Asku. Were the knots intact or broken on the ends? Asku. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you provide the below information for each patient events? What date was each initial procedure? What was the name of each procedure? What tissue was vicryl suture used on? What was the condition of the tissue (healthy, diseased)? How was the suture placed (interrupted or continuous)? Was there any patient event prior to symptoms (coughing, falling, moving)? What was used to re-suture the incision? What is the surgeon opinion as to the potential contributing factors of the wound opening and suture breakage post op? What is the patient age, weight, gender and other medical conditions? What is the current condition of the patient?

Event description:
It was reported that the patient underwent trabeculectomy procedure and suture was used. One day following the procedure, on (B)(6) 2016, the patient presented for a routine follow-up appointment and it was discovered that the suture had dehisced and was broken. The patient had to undergo another procedure to re-suture the incision. No other skin closure was used with the suture. It was reported that the patient is fine at this point. Additional information has been requested.